Manufacturer narrative:
The product is recommended for use only be medical practitioners who are appropriately qualified and properly trained in surgical procedures involving the treatment of uterovaginal prolapse. Tvt (MFR unk) was implanted at the same time as restorelle mesh, thus it is unclear whether this tvt product caused or contributed tot he reported problem. A review of the batch mfg records was conducted and the restorelle batch in question met all finished product release criteria, and no issues were identified which would cause or contribute to the reported problem. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Six weeks following restorelle mesh prolapse repair and tvt surgery, the pt presented with vaginal pain and sensitivity. The pt underwent an exploratory operation and mesh and tvt were excised. No specific pathology was found during the operation. At f/u visit ((B)(6) days post op) the pt was examined and the surgical site showed satisfactory healing.